Event description:
Pt revised to address polyethylene wear.

Manufacturer narrative:
Eval was not possible, as the prod was not returned. Prod info required to review the device history records was not provided. The initial reporting indicated the prod was not suspected of failing to meet specifications or contributing to the event. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the root cause of the reported polyethylene wear; however, polyethylene wear after seventeen yrs implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. In addition, the prod code is a discontinued item. Should the prod and/or add'l info be rec'd, the investigation will be re-opened.